Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited non-reproducible noise on the rate/sense electrogram that inhibited pacing. Upon reviewing the electrogram with a guidant technical services representative, it was confirmed that the noise was from electromagnetic (emi) interference. All lead measurments remain with in normal limits. This is the only episode of this nature. No inappropriate therapy was delivered. ,